Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient bumped his head on (B)(6) 2019 after which he reported hearing static noise with the device. Re-implantation is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the reported bump to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The recipient bumped his head on march 17, 2019 after which he reported hearing static noise with the device. There was no sign of swelling or indication of any injury noted above the implant site. On may 10, 2019 recipient was re-implanted. It was noted that the electrode lead did seem to be exposed within a shallow trough upon explantation.